Event description:
It was reported there was a communication problem. The patient¿s stimulation was not working at the time of this report because she was not able to recharge her implantable neurostimulator (ins) battery. The patient had not successfully recharged her ins battery for a few months. The patient first realized she wasn¿t able to recharge for a few months but was not sure. Additional information was reported indicating that there was an over-discharge. The ins had not been working for over a year, not maintaining. The manufacturer representative started a physician mode reset (pmr) on monday for about 30 minutes and the ins started to recharge normally. The nurse was instructed to clear the power on reset (por) after recharging more. It was noted that the por was not cleared, it was noted that after the manufacturer representative left the ins charged for about 15-20 minutes and then it went back to what appeared to be an over-discharge state. The next appointment with the patient was on (B)(6) 2015. It appeared that the ins had been damaged from the over-discharge, not a normal recovery of an over-discharge taking 30 minutes. It was stated that the patient was overweight and the ins was hard to find. Additional information was received on (B)(6) 2015 indicating that the patient met with th eir manufacturer representative and physician the day prior to the reported that the decision was made to replace the generator with a non-rechargeable battery. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).